Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The photograph depicts the top of the obturator, the top of the trocar, the disengaged circular seal and the cannula on its side so the envelope seal is visible. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the disengaged circular seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic sleeve gastrectomy, the device had a disengaged seal on all ports. The surgeon was done with the case and flattened the patient and noticed something blue in the abdomen and discovered it was the rubber seal from the trocar. The blue rubber seal fell into the patient¿s cavity and the surgeon used a grasper to retrieve the piece. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.